Manufacturer narrative:
Expiration date, complete catalog# and unique identifier (UDI#): unknown, because the serial number was not provided if explanted, give date: not applicable - to date there is no indication that the lens has been explanted. Device manufacture date(s): unknown, because the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a female patient who had tecnis symfony lenses implanted in both eyes. First on the left eye on (B)(6) 2016 and then on the right eye on (B)(6) 2016. The operations were done with a femtolaser. She reported being told by the surgeon that the surgery was very good and the lenses were placed perfectly. The surgeon told her also that the measured visual acuity was very good and the visual ability would adjust itself over time. Reportedly, on the left eye she could see after about 3 weeks near and far quite well. The right eye is her big problem. With the right eye she can see near well and without glasses. The far distance is very blurry and she partly perceives double images. She has real difficulties when she wants to see with both eyes at the same time at distance. A clear view in the distance does not occur. She can see substantially better and without glasses nearby; however her real aim was to see very good in the far/distance and to drive again, but this has not happened yet. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.